Manufacturer narrative:
Product analysis: analysis was able to confirm the touchscreen was out of calibration. The touchscreen connector was cleaned and re-seated and the stylus was calibrated. Analysis also noted that the manufacturer's logo button was missing. The button was replaced. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a calibration issue. The programmer was returned for service. No patient complications have been reported as a result of this event.